Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified forearm vein. A 5.00mmx 2.0cmx 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6atm for 2 seconds. The device was able to remove without any problem using the usual method. The procedure was completed with another of the same device. No complications reported and patient was in good condition post procedure.